Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015, and the retention product performed as expected.

Event description:
On (B)(6) 2015, a customer reported an unexpected negative result when using gamma-clone anti-jkb (monoclonal) with manual testing methodology.